Manufacturer narrative:
On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously reported as not recovered). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. On an unreported date, the physioneal therapy was discontinued and changed to hemodialysis (hd) due to peritonitis. No additional information is available.